Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information is received.

Event description:
It was reported that during a follow up visit, pacing impedance on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was found to be greater than 3000 ohms. Thresholds has also increased. Pacing impedance increased dramatically between november of 2018 and january 2019. The physician reportedly planned to continue to monitor the patient and would consider revising the lead at the patient's next device replacement procedure. No adverse patient effects were reported. This ICD remains implanted, as does the rv lead.

Manufacturer narrative:
Patient code captures the reportable event of surgery. Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on explant and replacement of the device.